Event description:
The facility reported depleted batteries. Information was not provided regarding whether or not the failure occurred during a pt infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital rep stated that there were no reports of pt injury or medical intervention associated with this event. No additional information is available.